Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant indicated that a patient classified as high-risk for percutaneous coronary intervention received an impella cp for mechanical circulatory support. The complainant also noted that the impella cp was unintentionally retracted into the aorta. The patient continued to be hemodynamically stable. Subsequently, the impella cp was extracted.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The product was not returned for investigation. The cause of the incorrect positioning was most like use related, as clinical reported the pump being mistakenly pulled back. Device history review: the device passed all the post sterile inspection checks.